Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4). Implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that during the pump replacement surgery, the hcp observed that the catheter has migrated. The catheter was replaced during the surgery. The severity of the event was said to be mild (does not interfere in a significant manner with the subject¿s normal functioning level). It was noted that the patient had recovered without sequela.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the device diagnosis was a catheter dislodgment from the intrathecal space.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Additional information received on 22-mar-2017 from a legal firm indicated delivery failure and battery failure had occurred. The patient experienced withdrawal. Explant surgery occurred on (B)(6) 2015. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump found an issue with the motor. The gear train had a corrosion and/or wear and/or lubrication issue. Also, the gear train stalled due to shaft-bearing. Conclusion code 54 was applied to the pump. Analysis of the catheter found that the catheter had acceptable testing but the catheter was incomplete because it was returned in segments. Conclusion code 78 was applied to the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on (B)(6) 2015, the patient experienced increased pain. Interrogation of the pump revealed that a motor stall had occurred. Per pump logs, the stall occurred on (B)(6) 2014 at 02:33 and recovered on at 06:00 on the same date. On the same date, the patient was hospitalized with seizures. When asked what the cause of the reported seizures was, it was stated that, per the neurologist consultation notes, the recurrent convulsions were supportive of a diagnosis of a paroxysmal non-epileptic spell. The neurologist did not specify the cause in his note. He did note that the electroencephalogram was non-revealing. The hospital was contacted to confirm that the patient had not had an MRI. Per pump logs, another motor stall occurred on (B)(6) 2015 at 23:14 with a tube set message 48 hours later. At the time of pump interrogation on (B)(6) 2015 at 14:09, no motor stall recovery had been logged. Previous expected and actual reservoir volumes were reviewed. Most refills resulted in an expected reservoir volume (erv) of 2.5-4ml greater than the actual reservoir volume (arv). On the same date ((B)(6) 2015), the patient was directly admitted directly from the clinic to the hospital. It was also indicated that reprogramming was done on this date. The hcp was suspecting that the pump was overinfusing. The hcp requested that the pump be analyzed to look for a ¿non-compressible spot in the tubing¿ when returned to the manufacturer. It was also reported that the patient had missed refill appointments, causing his pump to run completely dry at least 3 times since (B)(6) 2012. Another 3 times, less than 0.5ml was interrogated and aspirated. In regards to the patient¿s refill on (B)(6) 2012, no refill appointment was scheduled. The patient contacted his clinic reporting that his pump was alarming. On that date, the expected reservoir volume (erv) was 0ml and the actual reservoir volume (arv) was 0ml. The patient reported nausea. In regards to the patient¿s refill on (B)(6) 2012, the patient did not show up for his refill appointment. On that date, the erv was 0ml and the arv was 0.1ml. The patient reported more intense pain. In regards to the patient¿s refill on (B)(6) 2012, the patient did not show up for his refill appointment. On the same date, the erv was 0.4ml and the arv was 0.4ml. No symptoms were reported. In regards to the patient¿s refill on (B)(6) 2013, the patient did not show up for his refill appointment. On the same date, the erv was 0.3ml and the arv was 0.5ml. The patient reported more intense pain. In regards to the patient¿s refill on (B)(6) 2013, the patient cancelled his refill appointment. On the same date, the erv was 0ml and the arv was 0.5ml. No symptoms were reported. In regards to the patient¿s refill on (B)(6) 2013, the patient did not show up for his refill. On the same date, the erv was 0ml and the arv w as 0ml. The patient reported more intense pain. In regards to the patient¿s refill on (B)(6) 2013, no refill appointment was scheduled. On the same date, the erv was 0ml and the arv was 0.1ml. The patient reported more intense pain and the hcp noted that he appeared overmedicated. In regards to the patient¿s refill on (B)(6) 2014, no refill appointment was scheduled. The clinic attempted to contact the patient prior to the alarm date, but did not reach the patient. On the same date, the erv was 0ml and the arv was 0ml. The patient reported more intense pain. A pump explant was planned for (B)(6) 2015. The pump was replaced on (B)(6) 2015. The catheter was also explanted, as it was occluded. On the same date, the event status/outcome had resolved without sequelae. The device system was used to deliver dilaudid, compounded baclofen, and bupivacaine. If additional information is received, a follow-up report will be sent.